Event description:
Pt was receiving a continuous bladder irrigation of an antibiotic amphotericin b through a 3-way indwelling bladder catheter. At 0800 the irrigation was found to be connected to the balloon port of the catheter. The catheter was draining clear yellow urine at this time. At 1100, the catheter was checked for placement at this time. When trying to aspirate the fluid from the balloon, the aspirate was yellow. The catheter was then removed and the balloon was found to be ruptured.